Manufacturer narrative:
(B)(4), eval results: (dissection & mi).

Event description:
There were five endeavor sprint rapid exchange (rx) drug eluting stents implanted during the index procedure; two in the proximal rca and three in the distal rca. It is reported that the second stent implanted in both the proximal rca and the distal rca were to treat dissections. Adverse event was identified by the clinical events committee and deemed to be consistent with an mi (arc defined). It was reported that an mi occurred the same day as stent implant. Mi was categorized as a non q wave mi, in the territory of the target vessel. No further details are available. Pt was asymptomatic/free of symptoms at 6 month, 1 year, 1.5 years, 2 years, 2.5 years and 3 years follow ups. (Ref MFR # 9612164201100754).